Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Two brush heads have broken / pin at the top of the brush has come loose and the brush has fallen off while cleaning teeth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he purchased a pack of 4 oral-b power oral care refills precision clean and 2 of them had broken. He elaborated that the pin at the top of the brush had come loose and the brush had fallen off while cleaning his teeth with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that he had never had a problem like this with any oral-b product before. No symptoms developed.

Manufacturer narrative:
On 03-aug-2016 product investigation results: reporter returned one toothbrush head on 23-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Two brush heads have broken / pin at the top of the brush has come loose and the brush has fallen off while cleaning teeth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that he purchased a pack of 4 oral-b power oral care refills precision clean and 2 of them had broken. He elaborated that the pin at the top of the brush had come loose and the brush had fallen off while cleaning his teeth with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that he had never had a problem like this with any oral-b product before. No symptoms developed.